Event description:
While treating a patient (age & gender unknown) the device intermittently failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.